Event description:
The manufacturer received information stating "no report required. This unit was provided by the (B)(6) to (B)(6) during covid 19 and belongs to the (B)(6) hospital. It was given to a patient (name omitted) who has sadly passed away. There is no allegation that the device contributed to this. Please check and return to trust". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.